Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for bleeding with secondary cause of hyperglycemia with a blood glucose of 15.3 mmol/l, extreme drowsiness, and thirst. The reported indicated believing that the pump was inaccurately delivering. The reporter indicated being treated in the hospital with IV fluids and insulin via the pump. Troubleshooting of the event indicated that the patient¿s pump settings were programmed correctly, the basal history matched the active basal rates, the bolus history was recorded as programmed, and the total daily dose correctly reflected the basal and bolus totals. An air bolus was performed and confirmed that the bolus was correctly recorded in the pump history. This report is made based on the allegation of a hospitalization related to inaccurate delivery.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .